Event description:
Date notified: 6/29/99. A model 754 portable ventilator displayed a routine calibration alarm (code 7) during operation. This alarm required the user to re-calibrate ventilator. A broken wire connection was found to be the cause of the alarm. The incident did not result in a death or cause serious injury.